Event description:
It was reported that the time would not advance on the network. Intermittent periods of loss of monitoring occurred at the cic. The reported event resembles a known condition where the cic time master on the unity network broadcasts time changes and the cic reflects these changes, causing multiple time requests and excessive network traffic. The condition can lead to a loss of monitoring on the unity network, which may delay recognition and treatment of a critical pt event. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.